Event description:
This lv lead was implanted on (B)(6) 2008. A call to technical services on 1/9/12 states that patient has a high lv threshold. Lv threshold was higher today than at implant. Caller tried different configurations. She changed the pacing configuration from lv tip>ring to lv tip>can. Caller said that lead configuration stayed dual and did not go to single. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).